Event description:
It was reported that the device reached elective replacement indicator (eri) after 33 months and the longevity was unexpected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 1084t competitor implantable pacing lead, 2010-(B)(6). Product event summary: the device was returned and analyzed. The device met of 76% expected longevity with battery at 92% on the depletion curve which projects to 82% longevity. Without the history of the programmed settings throughout tits service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
(B)(4).